Event description:
Per the clinic, the device was electively explanted under general anesthesia on (B)(6) 2022, in order for the patient to upgrade to a MRI compatible implant. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 12,2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 14, 2022.